Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was unable to be duplicated during use testing. It was noted, however, that the vti (inhaled volume) for neonatal settings was out of tolerance. The unit was calibrated and unit meets company specifications.

Event description:
The customer stated the ventilator's gas delivered engine (gde) is having issues. The vti (inhaled volume) was not being displayed and the est (extended systems test) would not pass. There was no patient involvement.